Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (ooo) shock lead impedances (sli) measuring 137 ohms. Additionally multiple tests were performed and all measurements were ooo. It was noted that the patient has a normal ejection fraction post revascularization work and the physician believes the patient does not need the implanted device anymore however, no intervention will be performed at this time. At this point the physician will continue to monitor. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (ooo) shock lead impedances (sli) measuring 137 ohms. Additionally multiple tests were performed and all measurements were ooo. It was noted that the patient has a normal ejection fraction post revascularization work and the physician believes the patient does not need the implanted device anymore however, no intervention will be performed at this time. At this point the physician will continue to monitor. This rv lead remains in service. No adverse patient effects were reported.